Event description:
I received radiofrequency microneedling on my face and neck at (B)(6) in (B)(6). 8 days later I began to feel pain, burning, tingling, itching, nasal pressure, temple, tooth and jaw pain and internal twinges. I am now at the 2-week mark with same, if not worsening, symptoms. My face feels like it is burning. (B)(6).